Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high result(s) compared to a laboratory device. The reporter claimed obtaining blood glucose readings of 180 mg/dl with the subject meter and 150 mg/dl with the laboratory device, performed within 10 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse